Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. It was reported that the guide wire was removed from the anatomy against resistance. It should be noted that the hi-torque pilot instructions for use states: do not push, auger, withdraw, or torque a guide wire that meets excessive resistance. In this case, it was noted that the guide wire encountered resistance with an occluded lesion during removal, therefore, the force applied during removal seems to be a reasonable clinical response to the difficulties. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. Additionally, no attempts were made to remove the separated portion of the guide wire, and no device was used to embed the separated portion in the lesion. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a mildly calcified, mildly tortuous, 100% stenosed lesion in the right coronary artery (rca). A 014 hi-torque pilot 150 guide wire (gw) was advanced with the intent of opening the occluded lesion. The guide wire failed to open the lesion after several attempt, and the tip of the guide wire became stuck in the occluded lesion and could not be withdrawn. The guide wire was pulled out of the anatomy and the tip separated and remained in the occluded lesion. No attempts were made to remove the tip, and no device was used to embed the tip in the lesion. The procedure was aborted, and the patient was returned to the ward. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.